Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The rx accunet part is being filed under MFR # 3004742046-2007-00290 and rx acculink part is being filed as a separate medwatch report. The device remains in the pt. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: seizures/hyperperfusion syndrome. Time of symptoms: after the procedure. It was reported that during a right internal carotid artery stenting procedure, the physician noted sluggish flow through the embolic protection system. He aspirated the debris with an export catheter which resulted in brisk flow though the protection device. Six hrs post procedure, the pt was unresponsive. The following day he experienced multiple seizures and was treated with phenytoin and ativan. The CT scan of the head was negative and hyperperfusion syndrome was suspected. The seizure activity stopped and the pt improved neurologically the next day. He was discharged to a skilled nursing facility eight days later. Although requested, there is no additional information available. Study event.